Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Evaluation of the returned batteries indicated that all batteries were not installed at the same time. The AED plus operator's guide states when replacing batteries to remove all batteries from the battery compartment and discard before installing new batteries. Insert 10 new batteries into the battery well. Do not use old batteries. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.